Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Inspection found a database error. Repaired database and tested images opening correctly. Found vga connectors were crossed, re-installed cables in the correct position and the lcd started to function as it should. Tested the system functionality and turned the system on/off more than 10 times. The system started normally in every start. Performed fluoro and rad gain calibration passed. Took some exposures to test x-ray and images. System is working as intended. No parts were replaced. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) is completely black, even though it was confirmed the monitor is powered on. It was reported that the mvs computer is also powered on and the image acquisition system (ias) booted up normally. A separate monitor that was connected to the system also was unable to display the video signal. There was no patient present when this issue was identified.